Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold and a decrease in sensing were observed. The lead was successfully repositioned. The patients condition was good after the procedure.